Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced.

Event description:
It was reported that the patient's ipg had become inoperable. It is unknown if the device had depleted prematurely. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. Initial reporter phone number: (B)(6).

Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.